Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The event was further described when the nurse would spike a new bag, the leak would be observed around the spike. The device was filled with 1000mcg of fentanyl diluted in 100ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between september 27, 2021 to september 28, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.